Event description:
Polyneuropathy [polyneuropathy]. Ataxia [ataxia]. Zinc intoxication [metal poisoning]. Myeloneuropathy [myelopathy]. Copper deficiency [copper deficiency]. Vitamin d deficiency [vitamin d deficiency]. Loss of balance [balance disorder]. Reduced function of hands [motor dysfunction]. Unable to walk without a rollator [gait disturbance]. Sessile adenomatous-looking polyp - colon [colonic polyp]. Doesn't sleep well [insomnia]. His sex life has also been affected [male sexual dysfunction]. He cannot work, or look after himself. He cannot drive a car [activities of daily living impaired]. Copper decreased (5.8 - expected ranges 10 - 20) [blood copper decreased]. Ceruloplasmin decreased (0.09 - expected ranges 0.20 - 0.55) [ceruloplasmin decreased]. Vitamin d decreased (<10 - expected ranges 75 - 250) [vitamin d decreased]. Pet/CT: increased fluorodeoxyglucose uptake in the ascending colon [positron emission tomogram abnormal]. Fixodent - pt was using about 1 tube a week [device misuse]. Case description: on (B)(6) 2012, a female consumer reported that her husband, a (B)(6) male, who had used fixodent kleefpasta, version unk, for 8 years, beginning in 2004, experienced neurological damage. She stated that he suffered from a loss of balance. Reduced function of his hands, was unable to walk without a rollator and had to use a wheelchair when outdoors, could not attend work, drive a car, or even look after himself. He was not sleeping well and there was also an unspecified effect on his sex life. She proved a letter, dated (B)(6) 2012, from the neurology department of a medical centre which examined him. The consumer had been analyzed as an outpatient due to progressive polyneuropathy and ataxia, for which a paraneoplastic cause or autoimmune disorder were being considered. A position emission tomogram (pet/CT) was initially planned for the consumer to look for a malignancy or sarcoidosis. A lesion was found in the colon and the oesophagus. After referral to gastroenterology, it was concluded that the consumer had a premalignant polyp for which a hemicolectomy was performed. An electromyography and magnetic resonance imaging scan (MRI) of the spinal cord and add'l blood tests were performed. The MRI showed no abnormalities. He was also given a lumbar puncture, which revealed that his leukocytes (3/ml^3), protein levels (0.28 g/l) and glucose levels (3.2 mmol/l) were all within the expected ranges. A gastro/oesophagoscopy and colonoscopy revealed a large sessile adenomatous-looking polyp in the ascending, which was treated by non-radical resection. At least half of the polyp remained. Blood tests showed that he had low copper levels (5.8 - expected 10-20), low ceruloplasmin (0.09 expected 0.20-0.55) and vitamin d deficiency (<10 - expected 75-250). The consumer did not notice any improvement in symptoms with vitamin d supplementation. The cause of the copper deficiency was identified to be excessive use of denture adhesive, of which the consumer was using around one 47 g tube a week. The conclusion was that the consumer was suffering from myeloneuropathy with copper deficiency caused by zinc intoxication. After a consultation with the hospital pharmacist, it was decided that copper could not be supplemented as a medicine, so the consumer was directed to food supplements and natural sources of copper. He was told to stop using the denture adhesive and to take supplementation of vitamin d and copper, further monitoring was to be conducted on an outpatient basis. Medical history: no info was provided. Concomitant medication: no info was provided. The outcome of the case was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.